Manufacturer narrative:
The astral device was returned to resmed. The reported complaint could not be reproduced. However, review of the device logs confirmed the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of this incident.